Manufacturer narrative:
Events of erosion, pericardial effusion, and cardiac perfusion were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 26mm amplatzer septal occluder was implanted in a patient with a large asd measuring 22-24mm on tee. Tee showed the device was in excellent position and no pericardial effusion was observed. The patient was discharged the following day. Tee from two follow-up visits had no significant findings. On (B)(6) 2018, the patient collapsed and was transported to the emergency room. The patient had been complaining of chest pain one week prior. At the ER, echocardiogram showed a large pericardial effusion and erosion resulting in acute hemopericardium and hypotension. An emergent pericardiocentesis was performed where 300cc of blood was drained. Following drainage, the patient's blood pressure increased from 70/40 to 130/80 and their heart rate decreased. The patient was transferred to the operating room where a 6mm by 3mm perforation was observed in the dome of the left atrium and a 2 by 3mm perforation was seen in the non-coronary sinus. The device was removed and a pericardial patch closure was performed. During recovery, the patient was taken back to the or to remove a large clot in the pericardium compressing the left atrium. The patient was reported to be recovered without event and sustaining no neurological injury. (Voluntary medwatch reference number: mw5082067).